Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 36 and 48 hours. The patient's blood glucose rose to 465 mg/dl. Symptoms reported include vomiting and feeling unwell. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). The pod was removed and purulent discharge was reportedly coming from the insertion site. The patient visited the hospital and had the pus removed and the site cleaned. The doctor left the wound open to heal and applied sterile dressings. The patient was treated with saline utilizing intravenous therapy for 2 days and a new pod was applied at the hospital. The patient was discharged after 5 days.

Manufacturer narrative:
Additional information added to b5 - describe event or problem. From: it was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 36 and 48 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (hip). The pod was removed and purulent discharge was reportedly coming from the insertion site. The patient visited the hospital and had the pus removed and the site cleaned. The doctor left the wound open to heal and the patient was hospitalized for 5 days. To: it was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 36 and 48 hours. The patient's blood glucose rose to 465 mg/dl. Symptoms reported include vomiting and feeling unwell. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). The pod was removed and purulent discharge was reportedly coming from the insertion site. The patient visited the hospital and had the pus removed and the site cleaned. The doctor left the wound open to heal and applied sterile dressings. The patient was treated with saline utilizing intravenous therapy for 2 days and a new pod was applied at the hospital. The patient was discharged after 5 days. Additional codes added to h6 - adverse event problem. Health effect - clinical code from: e1719 skin infection e231501 purulent discharge to: e1719 skin infection e231501 purulent discharge e1032 vomiting e1205 hyperglycemia.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 36 and 48 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (hip). The pod was removed and purulent discharge was reportedly coming from the insertion site. The patient visited the hospital and had the pus removed and the site cleaned. The doctor left the wound open to heal and the patient was hospitalized for 5 days.